Event description:
The patient presented for an implant procedure. During the procedure, the right atrial (ra) and right ventricular (rv) leads were noted to be twisted. As a result, the ra and rv leads were not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of ¿possible malfunction or defect on the ra lead¿ was confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual examination found the outer insulation twisted at the distal region consistent with procedural damage. The cause of the reported event is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.